Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.